Event description:
Two haemonetics filter recall units, patient experienced a transfusion reaction after receiving a few blood products, anaphylactic in nature. Two of the units given were part of the haemonetics filter recall and we were notified of this by the blood center on 06/24/2016. Unsure if the blood products, a medication, or another invention was the cause of the reaction. Patient recovered and was discharged home.